Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the brush broke during brushing cleaning, but the user used the scope as it was and couldn¿t remove the suction button. No broken brushes came out during use. Afterwards, the suction button was removed, and something that looked like a piece of metal was seen in the suction cylinder. It was removed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. It was probable that the cause of a piece of metal in the suction cylinder was an incorrect reprocessing.